Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used for hemostasis in the stomach horns during a procedure performed on (B)(6) 2024. During the procedure, the clip was attempted to be deployed; however, only half of the clip could be deployed, and it could not completely fall off. The procedure was completed with a non-boston scientific clip. There were no patient complications have been reported due to this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.